Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: installing the implant too deep.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2020 where three implants were installed. The patient complained of post-operative radicular pain symptoms. The surgeon determined that the most superior positioned implant was impinging on the neuroforamen causing radicular pain. Two days after the initial procedure, the surgeon performed a revision procedure where he backed-up, but did not remove, the superior positioned implant approximately five millimeters to relieve the nerve impingement. He then added an additional implant of the same type in a superior position. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.